Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a wound revision procedure for an open area in the mid point of the incision from the original implant site. It was also noted the patient had keloid formation at the inferior incision. No additional adverse patient effects were reported.